Event description:
Patient reported that, in 2009, he was using the spinalpak on his lower back with the electrodes taped in place. Patient states that he placed a chiropractic ice-aid gel pack over the electrodes, so that the electrodes between the skin and the gel pack. Subsequently, he fell asleep, after which he woke up and felt "gooey stuff" on his back which he determined to be the contents of the gel pack. He then "just took a towel and wiped it off" and fell back asleep without any further cleaning. Patient relays that he woke up a few hours later and noticed burns in the general area where he had wiped off the gel with the towel.

Manufacturer narrative:
DHR reviewed, and no anomalies were identified.